Manufacturer narrative:
(B)(4).

Event description:
Procedure type: two-level interspinous fusion, l4-l5 and l5-s1. According to the reporter: the tips of both screwdrivers broke off in each locking plate during final tightening. The surgeon seems to have exerted more force to lock the handle than required. The first driver "clicked" indicating it was locked before it broke. The second driver did not "click" before breaking. The surgeon was unable to remove the tips of the drivers from the implant set screws, and the tips of the drivers were left inside of the implant set-screws. The same handle was used in two previous surgeries by the same surgeon without incident. No additional information was received regarding this incident.